Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg explant procedure. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2021.